Event description:
It was reported that "during an eps surgery for the rejuvenate femoral hip system, the calcar fractured during the final seating of the stem. Surgeon prepared the femur by broaching with both size 4-7 cutting edge advantage and size 7 rejuvenate broaches. During the final impaction of the stem, the calcar fractured. Surgeon was uncomfortable with the stability of the stem and the new, secure fit style, stem design. Therefore he removed the rejuvenate stem and implanted a restoration modular."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.